Manufacturer narrative:
On (B)(6) 2017 an ocd field engineer (fe) arrived at the customer site and performed a check of the provue and found that the wash station was leaking. The fe replaced the wash station and probe. The fe performed all required adjustments. The reader camera value is 114 which is within specification (101-128). The fe created a new reference image. The customer ran and accepted qc. Repairs have returned this instrument to expected operation.

Event description:
The customer reported a false negative reaction with a patient sample during crossmatch testing during correlation testing between the ortho provue and manual gel method. No incorrect results were reported. (B)(4).